Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was moisture evident behind display lens. Due to internal moisture damage pump powers with vibration, audible tone and a blank display. The returned battery cap is able to fully tighten and the battery compartment intact. Investigators were unable to complete checklist steps due to internal moisture damage. The pump case cracked in right hand corner of display area. Leak test shows leak at crack on pump case. Removed pump case. Evidence of moisture contamination inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.